Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. During functional analysis, resistance was observed when advancing the smart coil out of the introducer sheath. The smart coil could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the embolization coil had offset coil winds near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, the coil winds may become offset, and resistance may be experienced. The offset coil winds caused resistance when advancing the smart coil during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed four coils into the target vessel using a non-penumbra microcatheter. While attempting to advance a smart coil through the microcatheter, the physician encountered resistance right after the coil was inserted into the hub of the microcatheter. Therefore, the physician removed and inspected the smart coil, then made another attempt to advance it through the microcatheter. However, resistance was encountered again and the smart coil was removed. Thereafter, the procedure was successfully completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.